Manufacturer narrative:
The subject uhi-3 was returned to olympus medical systems corp. (Omsc) for evaluation, but the subject foot switch for smoke evacuation was not returned to omsc. When omsc checked after connecting the subject uhi-3 and the foot switch for smoke evacuation (mh-317) of the omsc equipment, there was no abnormality of the subject uhi-3. Since the phenomenon was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. The subject device did not work properly temporarily by the environment of the facility and/or ambient noise, etc. The instruction manual of the uhi-3 states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the uhi-3, the foot switch for smoke evacuation of the subject uhi-3 had not been able to operate. While the foot switch for smoke evacuation had not been able to operate, the co2 suction control pinch valve of uhi-3 kept being open. The user replaced the subject uhi-3 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device. The local service engineer reported the following evaluation result of the subject uhi-3. The phenomenon that the user mentioned was reproduced. When the subject uhi-3 was disconnected to the unspecified suction instrument, the phenomenon that the user mentioned was not reproduced.